Event description:
It was reported by service report that the right side top rail was broken and there were sharp edges and it could not be locked in the upright position. No pt involvement or adverse consequences are reported.